Manufacturer narrative:
Covidien engineer verified the complaint that the display was missing segments. Root cause determined to be cracked and cold solder on the 7-segment display posts. The display pcb was replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.

Event description:
It was reported to covidien that the monitor is missing segments in the display. There was no patient involved.